Manufacturer narrative:
This report is submitted on may 30th , 2019.

Event description:
Per the clinic, the device was explanted (surgery date and reason of explant not reported) and the recipient was reimplanted with a new device.